Manufacturer narrative:
Concomitant medical products: 5076-58 non-defib lead implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af), shortness of breath and fatigue. It was also noted that the right atrial (ra) lead exhibited noise, far field r-wave (ffrw) and undersensing. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.